Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 62 mg/dl. The patient reportedly presented to the hospital emergency room for treatment via ambulance. Details regarding the emergency treatment were not provided as the reporter disconnected the call. The patient reportedly misread the blood glucose measurement as being higher than it was and inadvertently gave themselves too much insulin. This complaint is being reported because the patient experienced serious injury and received emergency treatment at the hospital associated with an inadvertent infusion of insulin caused by a training/misuse issue of misreading the blood glucose measurement and dosing insulin incorrectly.